Manufacturer narrative:
Hamilton medical ag ref. Nr: (B)(4). Hamilton medical ags conclusion: investigation is ongoing.

Event description:
Hamilton medical ag received the following description based on the current information of the complaint (summary of the reporter): the hamilton-c6 during the proximal rinse flow test, the proximal rinse flow test failed. Event happened during a non-clinical procedure. No further clinical signs, symptoms or conditions and no health consequences or impact, were reported. The investigation to verify the allegation is still in progress.